Event description:
It was reported, "the implant broke while final tightening. We were adding a t5-t10 construct to an already implanted t10 screws were removed to make room for the rod to rod connector. The surgeon chose the top loading/side loading rod to rod connector (B)(4). Upon final tightening the implant broke where the top loading blocker meets the body of the implant. We placed the anti-torque on the t9 screws because it will not fit over the implant."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.